Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the customer experienced an elevated blood glucose (bg) level of 520 mg/dl. Cause was not known. The customer administered a manual injection to address elevated bg level. Customer continued to use the pump for insulin therapy.